Manufacturer narrative:
Device analysis for ins (B)(4) revealed no significant anomaly. Battery had reduced capacity due to overdischarge. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative reporting that the patient experienced no stimulation and return of pain. The cause of the ins not recharging and no connection was unknown. No further complication was reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via a manufacturer representative regarding a patient implanted with an implantable neurostimulator (ins). It was reported that it was no longer possible to recharge. No connection with the recharger's emergency mode or the physician programmer was possible. They tried to recharge with the recharger in the emergency mode. The ins was replaced, and the issue was resolved. No symptoms were reported. The patient was alive with no injury. The issue occurred during normal use. A telemetry printout from when the ins was interrogated on (B)(6) 2017 was provided.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.